Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of the e322 scope communication error was not confirmed. However, the device evaluation found that no image was displayed on the monitor due to a bad cable and metal pin on the video scope connector which had deep scratches and had worn out. The device evaluation also found that the rubber part was peeled on the rear cover packing and that there was a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had an e322 scope communication error and image problem. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1) was reproduced. It was determined that the event, ¿no image¿, occurred due to defective cable and defective connector pin. The cause of the cable damage could not be identified; phenomenon (2) was not reproduced. E322 error is the error that occurs when the camera head is not connected, and one tries to display device information of the camera head. The probable cause is that e322 error occurred temporarily due to communication failure caused by defective cable and defective connector pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.